Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead had a fracture. An alert for noise was noted. There is no known intervention information as of the moment. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead had a fracture. An alert for noise was noted. Additional information was received that the lead was surgically abandoned due to high pace impedance measurement and high pacing thresholds was also noted.